Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately. The medical affairs specialist attempted to reach the pt by phone and left a phone message for the pt. A letter was also sent to the pt. The pt obtained results of 330 and 316 mg/dl on the reported meter at 1:45 pm. Pt was given 8 units of humulin r "hr" insulin due to the high meter results. After receiving the insulin, pt felt lightheaded, passed out. And fell. No results obtained on the meter while the pt was symptomatic were provided. The pt was taken to the doctor. Results obtained by the doctor were not provided. The pt was treated with pain medication for the fall and given juice and crackers for a low glucose level. No information regarding the pt's testing and diabetes treatment regimen was provided. A control solution test was not performed, as the control solution was expired. As quality control testing was not completed and there was no meter result obtained while the pt was symptomatic, there is insufficient information to indicate whether the product malfunctioned. However, the complaint is conservatively reported as an adverse event medical device reportable since the pt experienced hypoglycemia after taking insulin in response to the meter results. The meter, test strips, and control solution were replaced.